Event description:
Consumer reports consistent e-3 error messages, making it impossible to test. Consumer was low and went unconscious and was revived by spouse, who assisted in bringing blood sugar up.